Event description:
A malfunction was reported on the pump. There was no adverse impact to the customer's blood glucose level. The technical support team provided information on how to reset the pump, assisted the caller with the reset, and confirmed the malfunction code did not recur. The customer was instructed to continue using the pump and to contact support if the issue reappeared.